Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 16 mg/dl. The cause of the low bg was unknown. The customer attempted to address their low bg by consuming carbohydrates and then went to the emergency room (ER) on (B)(6) 2023 for eight hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the ER in the evening of (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.